Event description:
Pt is post carcinoma of the colon and more recently with liver metastasis, a subcutaneous port was inserted in 1999. The pt presents for removal of the malfunctioning port which recently started to leak. Replacement surgery successful.